Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had high temperature. Therefore, the reported condition was confirmed. It was determined that this was due to worn bearings due to excessive side loading causing the cutter to flex and to come in contact with the bearings. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the bearing sleeve device had high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.